Event description:
Tech was running functional checkout and set up test when failure occured. No patient was involved in this incident. New anesthesia machines (ge aisys cs2) are completely cpu controlled. Display went black and "cannot load dos" was then displayed. Could not re-boot machine making the anesthesia machine and the room completely unusable if there was an emergency c-section.======================manufacturer response for anesthesia machine, aisys cs2 (per site reporter).======================manufacure replaced cpu (halo display) and loaded software to fix the problem.